Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator is alarming patient disconnect while connected to the patient. The ventilator was removed from the patient and replaced with a different unit. No patient harm, patient information not available.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) let the device run on a test lung for 20 minutes and was unable to duplicate the reported problem. Resolution and disposition: the manufacturer's field service engineer reported the device passed all testing. There were no parts replaced.